Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that after she first got the device, she was having little problems and they found one of the electrodes was broken so they programmed around it. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that led to the broken electrode and if there were any symptoms related to the issue. If additional information is received, a follow up report will be sent.